Manufacturer narrative:
A button on the insulin pump did not respond due to a corroded keypad traces. The pump was unable to be verified for a motor error alarm and no delivery alarm due to the keypad anomaly. The motor passed the motor test. The pump was also received with minor scratches on the display window, cracked reservoir tube lip, and a cracked reservoir tube.

Event description:
The customer reported via phone call that the insulin pump alarmed with a no delivery during a bolus attempt followed by a motor error. The patient's blood glucose at the time of incident was 334 mg/dl. The customer stated that she had been having site issues and changed to a new insertion site prior to the alarms. The customer did no recall any significant events leading to the alarms. Additionally, there was a black circle on the screen. The customer was able to rewind the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.